Event description:
The customer reported via phone call that she had fluid in the reservoir compartment. Customer has not been feeling well and is pregnant. Customer has been experiencing high blood glucose currently. Customer's blood glucose was 516 mg/dl. Customer realized that the reservoir was leaking. Customer was advised to disconnect from the pump and remove the reservoir. Customer reported that the o-ring inside the lip of the reservoir compartment was missing. Customer stated that there are no cracks in the pump. The pump passed the self test and customer was advised to start a new set and reservoir. Customer believes that the high blood glucose was related to the reservoir leaks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-73189.